Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Event description:
It was reported that the patient underwent full system extraction due to pocket infection. It was also noted that the implantable cardioverter-defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The patient was in stable condition throughout the procedure.